Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 382533. Batch # 4361605. It was reported by the customer that the needle came out and the hub stayed inside, it was stuck and needle being dull. Verbatim: nurse reported: with this particular device, the needle came out and the hub stayed inside, it was stuck. The nurses have also complained of the needle being dull and having to use more forced to actually stick the patients. They sent a picture with the catheter stuck in the tip cap and needle housing. Customer responded on 22-apr: the patient may have experienced a traumatic insertion. No patient harm.

Manufacturer narrative:
Investigation results: the complaint that the IV catheter was stuck inside the needle cover was confirmed from the photograph; however, the root cause could not be determined. One photo and 315 representative 20g insyte autoguard devices were received in sealed unit packaging from lot #4361605. The photo showed a 20g insyte autoguard IV catheter within the needle cover. The needle was shown separate from the IV catheter and was fully retracted within the grip and barrel. Premature release of the catheter can occur if the needle cover is misoriented over the catheter adapter; however, as the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. Without the physical sample, the observable features on the submitted photographs did not contain enough information to identify a specific root cause of the reported event. A visual observation and functional test of the sealed samples revealed no damage or defects. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.